Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device open or closed? With the jaws open, did the home button return the device to the 0 degree home position? If the jaws could not be opened, how was the device removed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech45s lot number a9m71p and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pediatric lap appendectomy, the appendix was successfully stapled and freed but the stapler would not straighten out and pushing the home button or arrow button. They used the manual override, but black lever was very stuck. No patient consequences reported. No additional information provided.